Manufacturer narrative:
The insulin pump alarmed constantly for a motor error during the rewind due to a motor encoder signal out of phase. The functional tests could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process, as well as a motor position encoder error alarm, after it had been exposed to a magnetic field. The blood glucose reading was unknown. The nurse stated that the insulin pump had gone through a magnetic resonance imaging. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.